Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft breakage was confirmed; the hypotube and jacket were separated distal to the strain relief tubing. The reported failure to advance the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch, additional information received:resistance was met with the anatomy during advancement of the xience prime in the mildly calcified proximal left anterior descending coronary artery target lesion. The shaft of the xience prime kinked, but did not separate during the procedure. The shaft may have separated during device handling post procedure or during the shipping process for return back to the manufacturer. Another drug eluting stent was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported kinked shaft was not confirmed, however, the shaft was separated, which likely occurred at the kink. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during introduction, the xience prime stent delivery system (sds) did not cross the lesion; the shaft of the sds was broken. There were no adverse patient effects. There was no additional information provided.